Manufacturer narrative:
Other components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 10 mcg/ml of prialt at 1.5 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient's catheter was occluded and the patient's healthcare provider (hcp) was revising the catheter. It was noted that the patient had a history of spinal cancer and pain which was the reason the patient had the pump. The patient's cancer had reportedly progressed and the patient had tumors in the intrathecal space that were occluding the catheter. The hcp was revising the catheter at the intrathecal end and moving it higher in the spine. Calculations were made for the new catheter length and priming bolus volume. 27.9 + 59.6 = 87.5 - 26.5 = 61 + 48 = 109 cm, 48 x .0022 = 0.106 ml. No symptoms were reported related to the patient's catheter occlusion. No further complications were reported.

Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.¿if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2018-jan-31. When asked if the occluded catheter had been resolved, it was reported that the ¿patient has diffuse hemangioblastomas occluding csf flow. The catheter was never occluded.¿ the patient¿s weight was also reported. It was reported that there was no medical confirmation of the adverse events and no primary cause of the adverse events. Action taken with prialt consisted of a dose increase. On (B)(6)2017 the dose was 0.6 mcg/day and on (B)(6)2017 the dose was 1.2 mcg/day. The outcome of the adverse events was listed as ¿not applicable.¿ pre-existing medical conditions were von hippel-lindau syndrome. The patient had diffuse hemangioglastomas obstructing csf flow and therefore did not get adequate pain control, there was a failure of therapy. There were no further complications reported/anticipated.